Event description:
Doctor office called and said they had a pt who would get swollen lips when using the desensitizer.

Manufacturer narrative:
Informed doctor's office that it is most likely a reaction to the hema in the desensitizer. Told her to have the pt wash her trays really well and discontinue using the desensitizer.